Event description:
The account stated the pt positioning monitor (ppm) was armed in the exiting mode and when the pt left the bed the bed didn't alarm until the pt was completely out of the bed. The pt fell but was not injured.

Manufacturer narrative:
The technician investigated and found no problems with the bed. The bed exit set and alarmed in all three modes.